Manufacturer narrative:
Corrected data: the device was not returned for analysis.

Event description:
A sales representative reported that there was foreign material in the packaging during preparation for a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
A sales representative reported that there was foreign material in the packaging during preparation for a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.